Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming "cassette not attached." Per reporter, this event occurred before infusion, there was no physical damage reported and there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens, a bubbled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Review of the event history log (ehl) showed downstream occlusion and cassette not attached properly alarms. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the dso sensor. As a result, the dso and uso sensors were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.